Event description:
Male patient who developed fournier gangrene was taken to the operating room by the doctor. During the case, the skin glue was ignited by the electrosurgical unit and had a flame for about 2 seconds. The patient was not burned. The fire was put out by swatting it with a towel.